Manufacturer narrative:
(B)(4). The covidien regional product specialist (rps) inspected the device and verified the reported issue. The rps replaced the exhalation flow sensor. The rps performed short self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator registered higher exhaled tidal volumes than the delivered volume. The patient was removed from the ventilator and placed on an alternate ventilator.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.